Event description:
Customer reported during pre-test prior to use on a pt at hospital, a nurse confirmed the air leakage from the cuff. Customer confirmed that fault was identified during testing efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.